Event description:
A manufacturer representative (rep) reported an out of regulation (oor) error code as of date notified. There were also low z- impedances <(> <<)> 50 ohms, and a low z but not below 50 ohms. It was stated that the initial settings were 3v, 120pw, 70 rate and programmed c+ with 1 <(>&<)> 2 negative. Therapy impedances were measured at 236 ohms, with c0 = 234 ohms, c1 = 237 ohms, 01 = 34 ohms. Reprogramming was done around contact 1 and the new therapy impedance was shown to be 1081 ohms, resolving the oor error code. There were no associated symptoms alleged. The patient's indication for implant is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.